Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545,Manufacturing Site: 3003442380.

Event description:
It was reported that the patient experienced infusion set fell off during use event on (b)(6) 2026. The infusion set was used for nineteen hours.